Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with test strip insertion. As a result, the customer experienced loss of consciousness and/or convulsion/seizure. There was no report of the customer receiving treatment by hcp or third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint were reviewed for xtra meter 3 button precision and port-2 for the last year. The review did not identify any trends that would indicate any product related issues related to this complaint.. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.